Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a patient receiving intrathecal fentanyl 1.5mg/ml; 0.7mg/day, clonidine 0.3mg/ml (dose unknown) and bupivacaine 3mg/ml (dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as malignant pain and breast. The event date was (B)(6) 2015. The patient reported the pump was alarming (B)(6) 2015 to the office. The patient did not experience withdrawal symptoms. The patient went in to the clinic. The pump was interrogated and the logs indicated that the pump had stalled three times in the last 24 hours. The pump recovered itself less than an hour each time. The patient was going to the office daily to check status, and start weaning her off the pump. Surgical intervention was planned as it was known that the pump needs to be replaced. No interventions were taken and the issue was not resolved. Patient status was alive; no injury. The cause of the motor stall, troubleshooting/diagnostics, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.